Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited impedance measurements of greater than 2000 ohms, noise, oversensing, inappropriate atrial tachy response (atr) episodes, pacing not delivered when required, undersensing, and loss of capture which was noted to be due to patient condition of increased thresholds. The lead was therefore surgically abandoned and replaced. No additional adverse patient effects were reported.